Event description:
During an atrial fibrillation ablation procedure, as the catheter was advanced into the sheath, there was resistance and it did not pass through the sheath, and upon removal, there was a fracture in coating at the tip of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown.